Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation, therefore, we are unable to determine the definitive cause of event.

Event description:
It was reported that on (B)(6) 2008, the patient was pre-operatively diagnosed with postlaminectomy syndrome. Recurrent lumbar herniated nucleus pulposus at l5-s1 with disc disruption at l4-5 and l5-s1 and underwent the following procedures: re-do laminectomy, medial facetectomy, foraminotomy, and nerve root decompression at l4-5 and l5-s1. Posterolateral fusion at l4-5,l5-s1. Posterior lumbar interbody fusion at l4-5 and l5-s1 ¿ this was done with autologous bone and rhbmp-2/acs and structural peek cages. Placement of pedicle screws left of l4-5 and l5-s1; as per operative -notes, ¿the screws were distracted against each other, end-plates decorticated, and autologous bone and bone morphogenic protein were packed into the intervertebral spaces at l4-5 and l5-s1 and a 10 millimeter cage packed in at l5-s1 and 11.0 millimeter cage packed in at l4-5.¿ post op patient alleged unspecified injury due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.